Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿which approach for total hip arthroplasty: anterolateral or posterior?¿ by jeya palan mrcs (eng), et al, published by clinical orthopaedic related research (2009), vol. 467, pp. 473-477, was reviewed for MDR reportability. The purpose of the current prospective multicenter study was to examine the null hypothesis that there is no difference between the anterolateral and posterior approaches when assessing three key independent variables: functional outcome, dislocation rate, and revision rate, at up to 5 years¿ follow-up. Implanted products: all patients were implanted with a competitor stem. The authors used a variety of acetabular cups from competitors and depuy. The depuy acetabular components used were polyethylene charnley (elite plus, charnley, standard ogee, and flanged). Femoral head sizes used were 22-mm, 26-mm, and 28-mm. The manufacturer of the femoral heads was no provided. The authors do not provide the number of depuy implants used in this study. Results: at 5-years follow up, there were 15 total dislocations in the anterolateral group and 9 total dislocations in the posterior group. The authors do not provide information regarding which brands of implants were involved in the dislocations nor do they indicate what treatment was used. The authors do not give information on perioperative complications. There were no revision surgeries noted within the text. The authors indicate that there was some residual pain in some patients at final follow-up. The number of depuy impacted products is unknown. Captured in this complaint: 1 charnley polyethylene cup and 1 unk femoral head.